Event description:
The patient said the keypad buttons were slow to activate desired pump functions for 24 hours. The issue reportedly occurred with all keypad buttons. The patient has to press the keypad buttons about 4 or 5 times to activate desired pump functions. The patient reportedly cleans the pump with a dry cloth.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and corrosion was observed under the button contacts.